Event description:
The case started at 10:45 am and completed at approx 1:00 pm. The pt was sent to the special procedures lab for placement of a central hemodialysis catheter. His existing mahurkar catheter was kinked. The mahurkar catheter was removed and access for the schon catheter was obtained below the site of the mahurkar. The physician used a micro puncture set with ultrasound guidance to gain access to the right internal jugular vein. The pt was not in a trendelenberg position because the table is incapable of the position. He used fluroscopy to measure the correct size of schon catheter. Prior to inserting the sheath and dilator, he snapped the plastic top of the sheath to aid in peeling away the sheath once it was in place. The sheath and dilator were then placed. Upon removal of the dilator/wire and inserting the catheter, the physician heard air sucking into the pt. He attempted to stop the air entering. The catheter was advanced into the pt and the peel away sheath was removed. Air was noticed in the pulmonary arteries under fluoroscopy. The physician rolled the pt left side down and right side up to eliminate the air embolus. The physician called a 'code'. The pt's family had consented to no resuscitation under an emergency. Upon arrival and in instruction of the attending family physician, they discontinued the 'code'. The pt then died. A review of the device history record was impossible due to the unavailability of the lot number of the device.